Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for post laminectomy pain. It was reported that the rep was in the process of interrogating the patient¿s ins when the screen dimmed on the clinician programmer and it was asking for a lead configuration. The patient reported they felt their stimulation shut off during the interrogation. The rep was instructed to check the ins recharger (insr) and a 574 code was showing. The rep interrogated with the clinician programmer and reprogrammed, resolving the issue. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep clarified that it was the ins that data had been wiped from.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-oct-06. The rep stated that the cause of the 574 error code and stimulation shutting off was not determined. The rep noted that the patient¿s exact weight was unknown. The rep also stated that the cause of the screen on the clinician programmer asking for a lead configuration was not determined as all previous data was wiped for unknown reasons. No further complications were reported/are anticipated.